Manufacturer narrative:
The "date of event" was not provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Consumer's daughter alleges the seat belt that holds the buckle has come off allegedly causing the consumer to fall out.

Manufacturer narrative:
Several attempts were made to reach the provider and consumer without response. Parts were never received back for evaluation.

Event description:
Consumer's daughter alleges the seat belt that holds the buckle has come off allegedly causing the consumer to fall out.